Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that three days after the patient was implanted, an infection was confirmed after the original bandages were taken off. It was said to be ¿grossly infected.¿ it was reported that ¿they waited months¿ before the full system was explanted in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.